Event description:
Pdc received a call on (B)(4) 2013 to report a medical intervention that occurred (B)(6) 2013 around 4:00pm. Caller, (B)(6), reported that pt had low blood sugar, was non-responsive and his arms and legs were floundering around. A test was performed with the prodigy meter and the result was 50mg/dl. Additional tests on the meter came in around the 50s. Medics were called, arriving 15 minutes later, and their meter read either a 13 or 17; caller couldn't remember. Pt was given sugar water but not transported to the emergency room. Medics left an hour after arrival, when pt's glucose level rose to 100+. Prodigy sent pt a replacement meter w/ts and cs, as well as a prepaid envelope for return of suspect product(s) for evaluation.